Event description:
It was reported that a coronary bypass may have been performed unnecessarily based on changed in ECG rhythm displayed on the s/5 monitor. Following ascending aortic repair surgery on the pt, the hospital staff reportedly saw changes in the ECG segment deviations on select leads when the pt came off the coronary bypass pump. The staff then performed a transesophageal echocardiography (tee) procedure. The anesthesiologist noted that the tee was indicative of poor blood flow and ischemia. The surgeon has questioned whether the s/5 anesthesia monitor was providing inaccurate info and possibly the coronary bypass was not needed.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow-up report will be submitted once the investigation has been completed.